Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported allegation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to covid lockdown, case was made aware of a suspected fractured delta ceramic liner with a patient 18 months post operation (this would have been a very rare event in relation to delta ceramics). Having requested the hospital looked into the patients notes it was confirmed that it was a 48mm gription 100 pinnacle shell (1217 31 048) with a altrx 48 x 32mm +4mm / 10 degree liner (1221 32 148) we prepared for the removal of the cup, exchange of the liner & brought in delta ts ceramic heads for the case. Upon entering the surgical site, it was clear that the liner had fully disengaged from the cup the upper edge of the cup had broken away for the main body & the ard (anti rotational devices) had worn away. The site contained a small amount of metal debris. The liner was retrieved & the socket was fully cleaned up. Upon inspecting the cup it was felt it was sitting in the correct position & was solid, there appeared to be no sign of damage. A decision was made to replace the liner only leaving the cup intact, a new head would be placed on the stem which also was to remain. A replacement altrx 48 x 32 +4mm / 10 degree liner was placed in situ with a 32mm delta ceramic ts +5 head.